Event description:
It was reported that the screw broke when entering the tunnel. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that the screw broke when entering the tunnel. All pieces were removed. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes.